Manufacturer narrative:
Unknown when device broke. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a plateau fracture on (B)(6) 2015. During the procedure a drill bit broke off inside the patient. While the surgeon was in between the plate and the bone, the surgeon was levering the soft tissue and applied too much pressure, thereby breaking the drill bit. The fragmented drill bit was easily retrieved and no fragments were left inside the patient. In addition, the tube of the unknown drill guide was compromised. It was hard to get the drill bit through the unknown drill guide. The patient status outcome is fine. There was no surgical time delay and no surgical medical intervention. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Exact age unknown; reported as middle aged. Device will not be returned to the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.